Event description:
Water used for bladder irrigation extravasated into peritoneum.the fluid warmer was connected via roller pump to the foley catheter. The return line was connected to the suprapublic catheter.